Event description:
Not sure but I purchased a new pair of eyeglasses from (B)(6). Name on inside says "copper c e" so evidently has some element of copper in the plastic. My ears have broken out with a bad itchy, scaly rash that hurts. I have an allergy to some metals and evidently the copper they use in the plastic around the ears is one of these metals. Should there be some type of warning with this type of eyewear that alerts a consumer that this may cause a reaction in people with an allergic reaction to metals? I am trying to contact (B)(6) to see if I can get a replacement or some remedy because I paid over (B)(6) and now cannot wear them. Wasn't sure how to report this problem or to whom. I sent email to (B)(6) and tried to find manufacturer site of the eyeglasses but could not find an actual site for copper c e. Thank you. Facility: (B)(6).